Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was overheating. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was overheating. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h6(evaluation result & evaluation conclusion codes). The getinge service territory manager (stm) that had evaluated the iabp and had replaced the parts, reported that he was no able to duplicate the reported issue, and that the parts were replaced as a precautionary measure.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm checked the logs but there were no over heat alarms found. An extended compressor output test was performed. The compressor temperature went above 40 degrees celsius. The compressor and temperature sensor were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was overheating. There was no patient involvement, and no adverse event reported.